Event description:
International customer reported that a pt underwent a general surgical procedure related to peritonitis with the placement of surgical drains and associated reservoirs. Diminished drainage was noted from a drain associated to one of the reservoirs one day after placing the device in service. See page of fluid was detected at the heat seal. The device was removed from service and exchanged. No adverse pt consequences were reported.

Manufacturer narrative:
Date sent to the FDA: 02/06/2009. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received any further info derived from the eval will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.